Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. Although the customer's photograph showed blood in the well of the stopper of two tubes, there is no evidence that this is excessive. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that droplets of blood collecting in the cap of a bd vacutainer® plastic fluoride/oxalate tube after collecting blood using the bd eclipse signal integrated needles. No serious injury or medical intervention reported.